Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the attached file (the photo), the cutting wire was broken off and there were no other abnormalities. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting wire increased and the cutting wire broke. It was also known that the temperature of the cutting wire increased if the device was activated under the condition where the distance between the cutting wire and the metal part of the endoscope was too close. The above device handling has warned in the instruction manual as follows. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke off at the time of the first activation. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting wire.